Event description:
Attorney's report of pt's alleged pain and surgical intervention due to the mesh patch.

Manufacturer narrative:
Currently, it is unk whether or not the device caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.